Manufacturer narrative:
(B)(4).

Event description:
It was reported, there was a power on reset (por) condition. Additional information has been requested, a follow-up report will be sent if additional information becomes available.